Event description:
On (B)(6) 2014, leica microsystems (B)(4) received a complaint from (B)(6) stating that after completing a surgery, the operating room staff detected smell and smoke coming from the microscope stand. The customer found out that there were some cables burnt after opening the stand system. However, the light and the control unit were still working and functional and the optics carrier was not working.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should add'l info become available following the investigation.